Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 19-aug-2024. The device evaluation details: the product was returned to johnson and johnson medtech for evaluation. Johnson and johnson medtech conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed that there was a bent and small crack near the second ring. Deflection testing was performed and observed that the tip deflects properly. A manufacturing record evaluation was performed for the finished device 31332518m number, and no internal action was found during the review. The event described could not be confirmed as the device performed without any deflection issues. The tip condition could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿issue on the deflection¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿bent and small crack near the second ring¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a typical flutter ablation procedure with an ez steer nav ds for which biosense webster¿s product analysis lab (pal) identified a small crack near the second ring. During the procedure, there was an issue on the deflection of the tip of the ablation catheter. The catheter did not bend properly. Another catheter was used in order to complete the procedure successfully. Lengthening of procedure time was of approximately 3 minutes. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-sep-2024 observed it bent and small crack near the second ring. The event was originally considered non-reportable, however, bwi became aware of the small crack near the second ring on 18-sep-2024 and have assessed this returned condition as reportable.